Manufacturer narrative:
(B)(4). Service discovered a frayed z1 and z2 cabling on the prism analyzer. The exposed wire touched the card cage from underneath and caused a short. Further evaluation in progress. A follow-up report will be submitted when the evaluation is complete. Evaluation in progress.

Event description:
The account noticed a small amount of smoke coming from the top of the prism analyzer. No fire was seen. No operator injury was reported.

Manufacturer narrative:
The field service engineer attended the site and noted a frayed wire from the z1/z2 cabling touched the card cage (xy axis controller) from underneath and caused a short. The issue was resolved by replacement of the xy axis controller (card cage) and z1 and z2 cables (z axis cabling kit) at the customer site. (Note: the controller assembly is also referred to as the card cage as it holds multiple printed circuit boards. The controller assembly communicates with the sample manager and controls its movement. The z1/z2 cables move z1/z2 pipettors on the sample manager up and down.) Photos show the frayed cabling. The frayed strands exited the sample manager assembly before they got to the cable guard (a metal cap that sits over the pulleys at the top of the sample manager). Review of technical service bulletin determined instructions are provided for installing a cable guard on the top of the sample manager. The cable guard, when mounted on the sample manager, will block any stray wire strands from contacting the z-axis card cage. In this complaint, the strands exited the sample manager before reaching the cable guard and contacted the xy axis controller card cage. Review of the abbott prism system risk management report and abbott prism operations manual determined "hazards" have been sufficiently addressed with respect to this event. Review of the abbott prism system service and support manual determined that instructions are included for replacing the xy axis controller assembly and z cabling and performing operational verification. In addition, a 90-day preventative maintenance requires that the z1/z2 drive cables are cleaned, inspected and replaced if necessary. A 12 month review of ticket trending for adverse trends/triggers, nonstatistical trends and complaint data for the xy axis controller or z axis cabling did not identify any issues. Evaluation of the returned xy axis controller and z axis cabling confirmed the part failure. The abbott prism instruments, abbott prism xy axis controllers and abbott prism z axis cabling kits are performing as intended with respect to this issue of part failure/smoke. No product deficiency was identified.